Event description:
It was reported that the patient was not able to adjust her stimulation. "Call your doctor" icon displayed. A power on reset condition occurred. Further information is being requested from the hcp.